Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. As a result, an invasive revision procedure was performed. The patient's anatomy was torturous and the lv lead was ultimately explanted and replaced. No adverse patient effects were reported as result of this procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried body fluid was observed in the lead lumen. Electrically, the lead was found to be within specification. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.